Event description:
During a case of laparoscopic tubal ligation, the surgeon find a clear plastic disc within the cul de sac of the bladder. The clear disc was from a trocar. No harm to patient, as disc was found prior to any wound closure. Patient discharged home the same day.